Manufacturer narrative:
During service, the beckman field service engineer (fse) was unable to reproduce the failure but suspected an intermittent collar wash vacuum valve failure. The fse replaced the valve. As of 07/08/2016, the customer has not reported any further leaking. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported leaking 3-4 milliliters (ml) fluid from the sample probe and was contained in the well below the wash collar on their unicel dxc 600i synchron access clinical chemistry system. The customer wore gloves and a lab coat while troubleshooting and cleaning leaked fluid. There were no injuries, illness or exposure. The customer confirmed no erroneous results were generated.